Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; the metal cap is melted at the output window location; fiber connector appears in good condition; the connector was able to be connected to the device coupler board. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber not recognized" could not be confirmed; a cap failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, "fiber not recognized" at 395,675 joules of use and 5:30 minutes. The procedure was completed using a second fiber. Patient outcome: ¿no damages to patient¿. No injury to patient reported.